Manufacturer narrative:
Patient sample was collected in a sst tube and spun at > 5000 rpm for > 5 minutes. Sample clot time was not supplied.qc and system check data were not supplied by customer.a root cause could not be determined for this event with the data supplied.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay analyzer generated a false negative hybritech psa (hyb psa) result for one (1) patient. The result was reported out of the lab and was questioned by the ordering physician. Repeat testing on the same instrument generated a result above the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.